Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was turning off quite often without previous alarms. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that the battery cap and the battery spring were damaged. The insulin pump will not be returned for analysis.